Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl and was down to 123 mg/dl after manual injection and changing the site. Customer did not receive a insulin flow block alarm. Customer also reported having sensor issue due to calibration error. The sensor will be returned for analysis.